Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member and patient regarding the patient's neurostimulator (ins) for non-malignant pain. Information was reported that the caller confirmed they have charged their recharger. The patient stated that it has been about three weeks since they last recharged. The patient stated they have recently went through chemo/radiation, and the patient noted that shielding methods were utilized during those treatments. The patient also noted that it is normal to charge about every three weeks as their stimulation settings are low. Through troubleshooting the patient was able to start a charging session and was fluctuating from okay to full coupling. The patient encountered a power on reset (por), but it was cleared with the recharger. No further complications were reported. No patient symptoms were reported.